Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and it was found that the upstream occlusion (uso) seal was buckled. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Air detector test was performed and the pump failed. The allegation made by the complainant was confirmed. The probable root cause of the event was due to an air detector. It was found that the air in line detector (aild) was giving false positive results regardless of actual status and thus the detector was replaced.

Event description:
It was reported that an infusion pump was not giving air in line alarm but continues to run. The event occurred during testing. There was no reported patient involvement.